Event description:
After the svt (avnrt) procedure, a pericardial effusion was noted a couple hours after leaving the room with echo and a pericardiocentesis was performed. Approximately 130ml of blood was removed from the pericardial space and the patient stabilized. The physician alleged that the perforation may have occurred during positioning of the catheter in the rv apex. There were no performance issues with the catheter. No heparin was used.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined.